Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 3.1 and 3.2 were failed. A field service engineer (fse) found no errors present. Inspection revealed the unit was dirty around the sensors. The user completed inventory on both drawers, during which drawer 3.1 failed. The fse reseated the row board cables and cleaned the connections. The fse also cleaned the latching inseparable to prevent sticking. Final inventory testing confirmed drawers 3.1 and 3.2 were functioning as designed. No parts were used. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.